Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth telemetry. Technical support was contacted and recommended further investigation during an in clinic follow up. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth telemetry was confirmed. The device logs were reviewed and determined there was a memory corruption. The patient was seen at a follow up in clinic and abbott technical support assisted in the reset of the bluetooth on the device and were able to restore the pairing to the mobile device.